Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported hearing beeping tones emitted from the device. Device memory was saved to a disk and upon further review, a low shock impedance measurement was observed. The patient was to be brought in for synchronized 1.1j and 41j shock and a possible lead revision. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that further evaluation was performed on the device system. A 1.1j shock and maximum energy shock were performed, resulting in impedance measurements within acceptable limits. A revision procedure was performed and the rv lead was disconnected from the device and both coils were tested with the pacing system analyzer (psa), resulting with stable impedance measurements. A new device was connected to the chronic rv lead and defibrillation threshold (dft) test result at 31j resulted in impedance measurements within acceptable limits. The chronic device was ultimately explanted and replaced. The rv lead remains actively implanted. No adverse patient effects were reported during the procedure.